Manufacturer narrative:
The investigation of limb ischemia and hemolysis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B2 required intervention was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28819. B2 other serious injury was erroneously selected on the initial manufacturer device report number 1220648-2025-28819. G2; study was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28819. H6 health effect - clinical code 1888 was erroneously entered on the initial manufacturer device report number 1220648-2025-28819. H6 health effect - impact code 4627 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28819.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
It was reported via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that a patient endured limb ischemia and hemolysis with a "possible" relationship to the impella cp. The patient experienced mottled toes/foot of the right lower extremity and no signals distal to the popliteal artery. The right leg was amputated. Blood products were transfused as the patient's hemoglobin was 8.8 but there were no other signs of bleeding. The impella was successfully explanted and the patient continued on ECMO support.